Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 550 mg/dl. Customer also stated that the insulin pump received a no delivering alarm. The insulin pump will not return for the analysis.